Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has lost a significant amount of weight and is now experiencing pain at her scs ipg pocket site (event date unknown). Surgical intervention will be taken at a later date to address the issue.

Event description:
Further investigation identified the patient's scs ipg was explanted and replaced with a different model and the pocket site was relocated.